Manufacturer narrative:
The original decision was taken on the vmsr report and is correct.

Event description:
The original decision was reported on the vmsr and is correct. The implant malfunctioned due to complications in the preparation. The malfunction did not cause or contribute to a death or serious injury.

Event description:
Oth_dense bone.